Manufacturer narrative:
Product ID 3093-28, lot# va0bna3, implanted: 2013 (B)(6); product type lead product ID 3037, serial# (B)(4); product type programmer, patient product ID 3093-28, lot# va0bna3, implanted: 2013 (B)(6); product type lead. (B)(4).

Event description:
It was reported, the patient noticed that they were having pain where the electrodes and not where the implantable neurostimulator (ins) was. The pain began the day prior and became increasingly worse. When the patient turned stimulation off, the pain went away. Reportedly, the doctor indicated the patient needed to have the electrode checked by the representative. No falls or traumas were noted. It was stated stimulation had always been at 1.4 volts and they never had any issues with it. The patient did not have a return of symptoms until the ins was turned off. Additional information received reports the representative spoke to the physician and the patient. The actions taken by physician were to reprogram the patient and every way he tried to program her she felt the pain at the lead site, x-rays were done and the representative did not have information on what they revealed however, a revision was to be scheduled for the patient to redo the lead for the patient. No date has been given to representative and he expects it could take a month or more to get the patient on healthcare provider¿s schedule due to a busy physician however he will be update when the revision takes place.